Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences heating at the ipg pocket site. The pain occurs randomly, but it only occurs when the stimulation is on and is unrelated to charging. The pt reportedly experiences effective stimulation. The pt will meet with the physician as the next course of action.